Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h6, h11. The rickham reservoir was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined, however, the possible root cause for the "infection," reported by the customer, could be linked to the patient and hospital surroundings. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
A facility reported that on (B)(6) 2020, a patient initiated treatment with brineura (dose and frequency were not reported, intracerebroventricular) for the indication of neuronal ceroid lipofuscinosis. On an unspecified date in 2022, the patient's rickham catheter became infected with cutibacterium acnes. The device was removed, treatment included unspecified intravenous antibiotics, and the catheter was repositioned.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.